Event description:
Customer reported that a patient developed an infection four months following a hernia repair with mesh implant. The patient was prescribed antibiotics, and returned to surgery in 2008 for device explant.

Manufacturer narrative:
Conclusion code: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.